Event description:
The reporter stated that they did meter to hcp meter comparison tests, side by side. Tests were done in fasting state. Reporter's meter reading was 127 mg/dl, and their doctor's meter (also a sure step) read 101 mg/dl. They did not have any symptoms. On follow up, the reporter confirmed the above information in the report, and stated that control testing done at the doctor's office was in range. No harm was alleged.